Event description:
It was reported that the device had a pacing problem where the EKG showed a rate of 30 bpm with no evidence of pacing spikes. The device was removed and replaced. It was also reported that the right ventricular (rv) lead had high thresholds, loss of capture and ov ersensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: rvdr01 ipg implanted: 2013-(B)(6). (B)(4).